Event description:
A company representative reported that the customer was admitted to the hospital with diabetic ketoacidosis and was in a coma. It was stated this was not related to the insulin pump. The customer reportedly ran out of insulin and her pharmacy would not fill the prescription until her eligible fill date, 3 days later. The patient was not getting insulin as a result.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.